Event description:
It was reported that this right ventricular lead exhibited loss of capture. This led to the patient experiencing a syncope episode. It was decided to perform a lead revision and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.